Event description:
It was reported that the clinician attempted implant placement #13, implant seated at 50ncm, implant carrier would not disengage, attempted to disengage and implant came out, osteotomy damaged. Procedure completed with another implant. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) tsv4h10, (imp,tsv,4.1mm,dual sel,ha)) for evaluation. Visual evaluation / functional test was performed, the implant did not disengage/release from its bundle mount as intended. DHR review was completed for the subject lot number 1277865. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1277865 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The implant did not disengage/release from its bundle mount as intended. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.